Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12375 and 2134265-2017-12199. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an unknown imaging catheter and pullback sled to perform automatic pullback. During procedure, it was reported that the display on the monitor of the ilab ultrasound imaging system suddenly returned back to the main menu when completing the pullback. Pullback was performed again, however, the ilab ultrasound imaging system froze and was unable to power up when tried to restart. No patient complications were reported.